Event description:
The customer reported that a brush tip [foreign material] came out of a channel during inspection. There was no report of patient involvement, or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported brush tip in the channel was not confirmed. However, service observed the suction channel was collapsed and the channel cleaning brush could not be inserted smoothly. Additional defects found by service during the device evaluation: there was insufficient curvature angle due to elongation of the angle wire. The down direction could not bend due to wear of the angle wire. There was a leak due to deformation of the zoom lever. The adhesive rubber in the bending section was detached. Switch button #4 was worn. There were signs of fluid ingress in the scope connector. Several of the device components demonstrated scratched, scrapes/shaves, due to wear and external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.